Manufacturer narrative:
The abutment screw was returned for evaluation and a visual inspection indicated that the abutment screw met product specifications. The doctor provided no follow-up information regarding the patient's current condition. The cause for the screw fracture is currently under investigation and follow-up reports will be submitted when investigation results become available.

Manufacturer narrative:
Further visual inspection indicated that the fracture was due to off-center loading and restoration overload that exceeded the screw's capabilities. The failure occurred over a period of time as indicated by signs of fatigue on the implant. It was concluded that the screw performed to the extent of its capabilities.

Event description:
On (B)(6), 2011, a doctor reported to sybron implant solutions that an endopore abutment screw fractured.